Event description:
The patient contacted animas on (B)(6) 2011 alleging that she had blood glucose (bg) levels in the 250 mg/dl range. There was no mention of symptoms. The patient reported that she attempted to treat the high bg by programming bolus doses through the pump; however, her bg levels did not go lower than 230 mg/dl. The patient claimed because her bg was not dropping as she expected, she then took a 3 unit injection of insulin via a syringe and sometime afterwards her bg level decreased to 30 mg/dl. The patient denied developing symptoms suggestive of a low blood glucose. The patient claimed she ate in response to the low bg reading and her bg level went back up to 300 mg/dl. During troubleshooting, the pump settings and delivery history were reviewed and confirmed as accurate. There were no recent alarms noted in the pump history. Although there is no indication of a pump malfunction, this complaint is being reported because the patient reportedly tested below 40 mg/dl while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated data on (B)(4) 2013. No data was noted in the black box or history for the reported event due to continued use of the pump. No alarms associated to the complaint noted in the pump history; only typical usage observed. The total daily dose was found to be accurate. The pump information for the complaint date was found to be overwritten. A 29 hour flow accuracy was successfully performed. Unrelated to the complaint, the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.